Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for non-malignant pain. Rep said the patient was experiencing an electrical shock which is reported positional or when coughing or sneezing; the rep and hcp were not with the patient to do further troubleshooting. As a result of what was reported, x-ray/fluoroscopy, and programming around out of range combination (if medically appropriate) was discussed. The patient has reported similar type of stimulation sensation since implant. The caller optimized programming on (B)(6), at which point, they learned about an increased stimulation sensation and noted the patient in high dose (hd) settings when they were feeling the sensation. The rep and patient talked about not having amplitude so high, which at the time thought would resolve the issue; the rep tested the patient in multiple positions without issue. Patient reported the overstimulation sensation on the date of initial report with the hcp who then contacted the rep. The caller reviewed lead placement (fluoroscopy image) and doesn't believe the leads are touching; it is unknown if programming was done at that time. The rep will meet with the patient on (B)(6) 2018 to troubleshoot the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the shocking has been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was programmed with high density settings of 200 pulse width, 1000hz and 7ma. An x-ray showed the bottom of the electrodes were closer to each other but not touching and the tops were further apart. The leads were mid-line with impedances ranging from 1200-1750ohms. The patient reported feeling the shocking at the side of his body in the love handle area going to bilaterally legs to feet. The representative stated that the shocking was positional and random and the patient couldn¿t pin point which position. The patient decreased the intensity to where he did not feel the shocking and noted that then it was also not relieving his pain. Low density settings were tested and the patient felt tingling and tightness. There were no traumas or falls reported to be related to the issue and adaptive stimulation was not programmed. Troubleshooting reviewed reprogramming and the patient was going to be reevaluated in two weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.